Event description:
Device malfunction: none. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician in-training in the use of prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was positioned at a 90 degree angle instead of 45 degree angle as instructed in the instructions for use, which caused the needles to deploy in subcutaneous tissue instead of arterial tissue. The device was surgically removed and the artery was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. User error - failure to follow instructions. The prostar xl pvs system, instructions for use (IFU) under needle deployment section, states, "with left hand, hold the hub of the device in position at an angle of 45 degrees or less."